Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the coil delivery wire was noted to be kinked/bent, and the main coil was stuck inside the introducer sheath. The main coil was also found kinked/bent, stretched and detached/separated. During functional testing, resistance was encountered when advancing the coil out of the introducer sheath confirming the initial reporter complaint. In case of this complaint, the main coil was kinked/bent, stretched and no longer attached to the pusher wire. It appears to have separated from the delivery wire, possibly when trying to advance into the catheter hub as it was stated there was difficulty inserting; therefore, procedural factor was assigned to the as analyzed issue main coil prematurely detached/separated inside patient, as these defect appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use. This is 2nd of 2 reports.

Event description:
Analysis of the returned device found that the coil was prematurely detached inside patient. There were no clinical consequences to the patient reported as a result of this event.